Event description:
It was reported that pt bumped her hip at the site of the neurostimulator. The pt experienced tenderness over the area. Several weeks later, the pt felt no stimulation. The pt was able to use the programmer to increase the stimulation. But still did not feel any stimulation.